Manufacturer narrative:
(B)(4) a field service engineer (fse) visited the customer site to evaluate the equipment. Per the fse report, there was dust on the cpu's fan (advantech scb) and on the internal side of the screen (in front of the fan position). The fan and the screen cover was cleaned. The fse tested the equipment and no smoke appeared after 30 minutes of use. As a proactive measure, the advantech scb was changed and the routine service checklist was completed. The equipment met amo specifications. Note: at the date of this report, all info that is available to amo has been submitted. Should any additional info become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with the machine, customer reported some smoke from the machine during surgery, from the airing of the monitor. No pt injury reported.